Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a perimount valve implanted in the tricuspid position underwent a valve-in-valve procedure due to a failing of the valve after an implant duration of four (4) years and five (5) months. A 29mm transcatheter valve was successfully implanted within the edwards surgical device without complications. The patient was discharged.

Manufacturer narrative:
H10 additional narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligence attempts to obtain further information regarding this event, no additional information was received from the customer. A definitive root cause could not be conclusively determined. However, based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population.

Event description:
Edwards received notification that this 49-years-old patient with a perimount valve implanted in the tricuspid position underwent a valve-in-valve (viv) procedure after an implant duration of four (4) years and five (5) months due to possible valve degeneration leading to stenosis and regurgitation. As per medical opinion, pacemaker lead interaction could have contributed to this event. The patient was experiencing shortness of breath before the valve replacement. A 29mm transcatheter valve was successfully implanted within the edwards surgical device without complications. The patient was discharged home and was noted as to be asymptomatic.

Manufacturer narrative:
H10: additional information; tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is interaction from the patient's pacemaker lead through the valve.